Event description:
It was reported during an unknown procedure the titanium was broken during the pre-run test. Changed to a new device to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Potential reprocessing. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.